Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats procedure, the staples partly fired on only one end of the reload. The other end staples are malformed still in the jaws of the reload. The cut line made with no staples. The second device the same thing occurred. The case completed fine by changing to a size 45 echelon flex and. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that one ec60a device was returned with the anvil bent upwards and with a fully fired cartridge reload present. The device was tested for functionality only in dry fired. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.